Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was unable to turn the insulin pump on. The insulin pump had a blank display. Customer's blood glucose level was 138 mg/dl. The customer had this issue before. The device was not returned.